Event description:
It was reported that the customer was hospitalized on (B)(6) 2013 with blood glucose levels greater than 300 mg/dl. It was stated that the customer was released, then returned today with diabetic ketoacidosis and blood glucose levels greater than 500 mg/dl. It was stated that the customer was also nauseous. Troubleshooting was performed. The time and date were incorrect. Assisted with the correct programming. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.